Manufacturer narrative:
Per tandem¿s t:slim g4 user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump fell out of the customer's hand, and the luer lock became disconnected. Customer's blood glucose level was 127 mg/dl. Reportedly, the customer was able to successfully resume insulin delivery.